Event description:
It was reported by the customer and his wife that the customer had changed the infusion set today. Customer tried to give himself insulin and filled it with 200 units, but when he checked later, it was at 144 units, customer did not see insulin dripping anywhere, but his blood glucose level has been really high. Customer had a failed sensor, but was using a dexcom sensor. Customer's blood glucose level was 600 mg/dl. Customer took an injection as treatment. Customer ran a manual prime and the insulin exited the tubing. Alarm history and bolus history were reviewed. Pump passed high pressure test. Customer found that the cannula was bent but not occluded. Customer is sending the infusion set back for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.